Manufacturer narrative:
Continuation of d10: product ID 97755 serial# (B)(6) product type recharger section d information references the main component of the system. Other relevant device(s) are: product ID: 97755, serial/lot #: (B)(6), UDI#: (B)(4) regulatory report is being submitted as part of a retrospective review as part of remediation plan 411. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient (pt) regarding an external device. The reason for call was patient reported the charger is not working right or working correctly for couple months, charger is limping along. Patient stated they reposition the recharger, searches for implant, patient stated they noticed the recharger paddle gets quite warm and the controller will drain when recharging the implantable neurostimulator (ins). Patient services specialist (ps) asked patient to inspect the recharger for visible and patient said there is no visible damage on the recharger telemetry module (rtm) but when the rtm is plugged into the controller the rtm is pretty loose. Patient stated the ac power cord and paddle cord are both loose when plugged into the controller. Ps asked patient to remove the battery pack from the controller for serial number and patient said part of the battery pack broke off while removing the battery pack. Ps confirmed patient did not have a fall or trauma. Controller shows 40% charged, and ins 40% charged. The issue was not resolved. No symptoms were reported. Pt called back and reported receiving replacement equipment sent (controller, recharger, a power cord). Pt reported that the replacement controller screen kept flickering and screen was unresponsive. Pt had been unable to pair controller to implant. Agent had the pt remove the battery pack from the controller and connect the controller to the ac power supply; pt confirmed that the controller powered on. Agent then had the pt reinsert the battery pack into the controller while the controller was still connected to the ac power supply; pt confirmed seeing the controller light flashing green. Pt stated they saw screen 36 to choose language but when pt pressed on "ok", the screen started flickering and would not advance to the next screen.